Event description:
It was reported that a mcs20 was used during an unk procedure. It was reported by the affiliate that after a few (4-5) clip placements, the instrument then didn't deliver the clips properly. The clip does not close and the "pusher" is offset and malfunctioning. There was no consequence to the pt.